Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 896mg/dl. The customer stated that he felt real lite headed prior to going to the hospital. Troubleshooting was performed. The bolus and basal matched to the daily totals on the screen. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.